Manufacturer narrative:
In addition to the phenomena identified in b5, the following phenomena were also identified during evaluation: due to wear of angle wire bending angle in up direction does not meet the standard value, due to wear of angle wire the play of up/down knob is out of the standard value, adhesive on bending section-rubber has a crack, electrical-connector has discoloration due to water leakage, control unit has discoloration, grip has a scratch, universal cord has a scratch, suction-connector has a scratch, up/down knob has a scratch, right/left knob has a scratch, forceps elevator knob has a scratch, suction-cover has a scratch, scope connector cover unit has a scratch, image guide protector has a scratch, forceps channel port is shaved, and the probe-cover has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope had air/water nozzle clogging issues. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, there was foreign material in the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: per the information obtained from the customer, the reprocessing status was unable to be confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.